Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, user requested to deactivate the matrix drawer and convert it into a supply item drawer. The new configuration for or 5 was supposed to match or 4. The bottom drawer locked when logged out and was expected to remain unlocked at all times. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer was not functioning in its original configuration. The field service engineer (fse) deleted drawer 5 from the system. The system functioned as intended after the field service engineer resolved the issue.